Event description:
While wearing the armsling, the patient developed a rash all around the neck area. Patient reported having a history of a latex / adhesive allergy. Patient is currently wearing a scarf around neck to keep the strap from touching their neck. Patient also mentioned that arm doesn't stay put very well in the arm pocket area. Company staff person ordered a 9014-00 and a tx9905-03 to be sent next day air as replacements. Ups will pick up the original arm sling and return it to the company.